Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly tortuous lesion in the right carotid artery. The nav6 embolic protection system delivery catheter (dc) was advanced to the carotid artery and the filter deployed; however the filter did not remain open and came off the barewire. When attempting to remove the filter, it could not be retracted into the retrieval catheter as it had opened up. A snare device was used to remove the filter. The procedure was continued using a new nav6 system. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported activation failure and retraction problem was unable to be confirmed due to the condition of the returned device. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. Based on the evaluation of the returned unit, it appears that the severe kinks noted in the filtration element and barewire proximal to the filtration element suggest that during advancement, the delivery catheter pod and barewire kinked causing the filter to deploy and prevented the ability to retract the filter into the retrieval catheter. As a result, unexpected medical intervention was required to retrieve the filter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to the initially filed reports, additional information was received. Return device analysis did not confirm the filter separated from the barewire. Follow up information confirmed the filter never separated from the barewire. No additional information was provided.